Event description:
Following a renal pta, the physician successfully performed arteriotomy closure with the closer tsl 6 fr. Device. The patient returned later with an infection and required surgical repair of the groin. There were numerous attempts made to obtain follow up information. If perclose obtains further information, this report will be updated.